Event description:
Initial calcium result of 8.0 mg/dl for one sample and 8.0 mg/dl for a different sample. The same samples repeated recovered 9.5 mg/dl and 10.0 mg/dl respectively. The initial results were not reported. If additional info is received, appropriate notification will be provided.